Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off at 20% battery life and became unresponsive. The pump was connected to a power source but still would not turn on. It was also reported that prior to becoming unresponsive the pump screen turned on without being connected to a power source or the customer touching the wake button. There was no impact to the customer's blood glucose level. It was indicated that the customer would us a backup pump as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.